Event description:
During set up for a cardiopulmonary bypass procedure, it was observed that the roller pump could not be controlled with a local knob. No patient injury was reported as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.